Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: left uterine fundus/a portion of metallic wire is present on the left aspect of uterine fundus') and embedded device ('there is a portion of coiled wire embedded at the fundus on the left side where the fallopian tube was taken') in a 41-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included anemia since (B)(6) 2017, gerd since (B)(6) 2015, systolic hypertension since (B)(6) 2013, abdominal pain, morbid obesity, systolic hypertension, primary hypothyroidism, myocarditis infectious, vitamin d deficiency, paratubal cyst, chronic cervicitis and hemorrhagic cyst. Family history included colon cancer. Concomitant products included famotidine (famotidin) since (B)(6) 2015, hydrochlorothiazide (hydrochlorotiazid) since (B)(6) 2016, hydroxychloroquine sulfate, hydroxychloroquine since (B)(6) 2016, iron since (B)(6) 2017, levothyroxine sodium (synthroid) since (B)(6) 2014, meloxicam since (B)(6) 2012, milnacipran hydrochloride (savella) since (B)(6) 2017, omeprazole sodium (omeprazole) since (B)(6) 2014, omeprazole since (B)(6) 2015 and propranolol hydrochloride (propanol) since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced pelvic pain ("physical pain /pelvic area /pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus ("autoimmune disorder type of disorder: systemic lupus erythematosus"), 7 years 5 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, systemic lupus erythematosus, depression, anxiety and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage and hypersensitivity had resolved. The reporter considered anxiety, depression, device expulsion, embedded device, fatigue, hypersensitivity, pelvic pain, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: three coils were visualized in the endometrial cavity on both side. Patient received treatment for pain, abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: (as per pfs): total bilateral occlusion. (As per mr):report: the bilatera1 adnexal radiopaque linear devices that represent fallopian tube implants. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: systemic lupus erythematous, anxiety, vaginal hemorrhage, menorrhagia, pelvic pain female, device expulsion. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : new event was added: allergic reaction. Event outcome and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a portion of coiled wire embedded at the fundus on the left side where the fallopian tube was taken'), device expulsion ('migration of essure device location of device: left uterine fundus/a portion of metallic wire is present on the left aspect of uterine fundus') and systemic lupus erythematosus ('autoimmune disorder type of disorder: systemic lupus erythematosus') in a 41-year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included anemia since (B)(6) 2017, gerd since (B)(6) 2015, systolic hypertension since (B)(6) 2013, abdominal pain, morbid obesity, systolic hypertension, primary hypothyroidism, myocarditis infectious, vitamin d deficiency, paratubal cyst, chronic cervicitis and hemorrhagic cyst. Family history included colon cancer. Concomitant products included famotidine (famotidine) since (B)(6) 2015, hydrochlorothiazide (hydrochlorothiazide) since (B)(6) 2016, hydroxychloroquine sulfate, hydroxychloroquine since (B)(6) 2016, iron since (B)(6) 2017, levothyroxine sodium (synthroid) since (B)(6) 2014, meloxicam since (B)(6) 2012, milnacipran hydrochloride (savella) since (B)(6) 2017, omeprazole sodium (omeprazole) since (B)(6) 2014, omeprazole since (B)(6) 2015 and propranolol hydrochloride (propanol) since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2018, the patient experienced pelvic pain ("physical pain /pelvic area /pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, systemic lupus erythematosus, depression, anxiety and fatigue outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, embedded device, fatigue, pelvic pain, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: three coils were visualized in the endometrial cavity on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: (as per pfs): total bilateral occlusion. (As per mr):report: the bilateral adnexal radiopaque linear devices that represent fallopian tube implants. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: systemic lupus erythematous, anxiety, vaginal hemorrhage, menorrhagia, pelvic pain female, device expulsion. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a portion of coiled wire embedded at the fundus on the left side where the fallopian tube was taken'), device expulsion ('migration of essure device location of device: left uterine fundus/a portion of metallic wire is present on the left aspect of uterine fundus') and systemic lupus erythematosus ('autoimmune disorder type of disorder: systemic lupus erythematosus') in a (B)(6) year-old female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included anemia since (B)(6) 2017, gerd since (B)(6) 2015, systolic hypertension since (B)(6) 2013, abdominal pain, morbid obesity, systolic hypertension, primary hypothyroidism, myocarditis infectious, vitamin d deficiency, paratubal cyst, chronic cervicitis and hemorrhagic cyst. Family history included colon cancer. Concomitant products included famotidine (famotidin) since (B)(6) 2015, hydrochlorothiazide (hydrochlorotiazid) since (B)(6) 2016, hydroxychloroquine sulfate, hydroxychloroquine since (B)(6) 2016, iron since (B)(6) 2017, levothyroxine sodium (synthroid) since (B)(6) 2014, meloxicam since (B)(6) 2012, milnacipran hydrochloride (savella) since (B)(6) 2017, omeprazole sodium (omeprazole) since (B)(6) 2014, omeprazole since (B)(6) 2015 and propranolol hydrochloride (propanol) since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2018, the patient experienced pelvic pain ("physical pain /pelvic area /pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), 7 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, systemic lupus erythematosus, depression, anxiety and fatigue outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, embedded device, fatigue, pelvic pain, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: three coils were visualized in the endometrial cavity on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: (as per pfs): total bilateral occlusion. (As per mr): report: the bilateria adnexal radiopaque linear devices that represent fallopian tube implants.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: systemic lupus erythematous, anxiety, vaginal hemorrhage, menorrhagia, pelvic pain female, device expulsion. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, systemic lupus erythematous,migration of essure device location of device: left uterine fundus, fatigue. Event added from mr" there is a portion of coiled wire embedded at the fundus on the left side where the fallopian tube was taken". Updated outcome of events, pain from unknown to recovering/resolving, for vaginal bleeding from unknown to recovered/resolved. Event onset date was added. Reporter's information was added. Patient's demographics was added. Date of removal was added. Medical history, historical drugs, family history, concomitant conditions, concomitant drugs were added. Lab data was updated. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.